Manufacturer narrative:
One device was returned for repair. No repair records were found. Review of event history found force sensor bridge test error. Complaint was confirmed by turning on the pump to check the error in the alarm history. Device was repaired by reconnecting the force sensor because it was disconnected. After reconnecting the force sensor, the error was cleared. The device passed all testing post repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system failure: force sensor bridge test. There was unknown patient involvement, and no patient harm/adverse event reported.